Event description:
It was reported that during a procedure, this right ventricular (rv) lead was observed to have a kink. The physician further inspected the rv lead and revealed insulation damage. The physician elected to replace the lead but was unable to retract the helix. The rv lead was then surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that during a procedure, this right ventricular (rv) lead was observed to have a kink. The physician further inspected the rv lead and revealed insulation damage. The physician elected to replace the lead but was unable to retract the helix. The rv lead was then surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported.